Event description:
It was reported that the patient developed expressive aphasia following lead placement. The patient was hospitalized. The patient was reported as doing better and engaging in normal conversation.